Event description:
The pt's counsel claims that complained of a foul-smelling vaginal discharge, vaginal drainage and lower abdominal pain that was due to the dehiscense and erosion of a mesh implanted in 1999, for pelvic relaxation. On 8/17/1999, part of a mesh was visualized in the vaginal apex. On 9/30/1999, dehiscense and erosion of the mesh through the vaginal apex was diagnosed. In may and august of 2000, the pt was further diagnosed with pelvic pain, graft reaction with scarring and inflammation, pelvic adhesions and erosion of the bladder. As of [july 8, 2002], the pt has debilitating pain and severe stress urinary incontinence. As of 11/20/2002, the device appears to have been left in.